Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon alleged an inaccuracy. It was reported that the surgeon was initially navigating fine in the right sinus, however, became 3 millimeters inaccurate when moving posteriorly to the sphenoid and ethmoid sinuses. In trouble-shooting, the surgeon chose to re-register with 3-point tracer. After re-registering, the surgeon deemed being accurate on the right side, even when navigating posteriorly. The surgeon switched to the left sinus and deemed being 3 millimeters inaccurate in the sphenoid and ethmoid. The medtronic representative noted that they attempted re-registering with tracer three times and 3-point tracer three times, however, the surgeon alleged being inaccurate. The surgeon then re-registered using pointmerge and deemed being accurate in the left sinus both anteriorly and posteriorly. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Exam protocol was not followed due to a communication gap between the scanning facility and the physician's office. Multiple discussions regarding scan protocol occurred between the medtronic representative, physician's office, and scanning facility in order to bridge any communication gaps. No further issues with scan protocol have been reported.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 software investigation determined the exam was not to protocol. Software is functioning as designed. No further issues have been reported.